Manufacturer narrative:
Qc run prior to the event was within lab established range. Qc was not run after the event. On (B)(4) 2010 a bci field service engineer (fse) flushed the reference channel and replaced the carbon bridge and reference reagent.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low sodium (na), chloride (cl), and potassium (k) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The instrument was recalibrated and the samples were repeated and higher results were obtained and amended reported were initiated. Patient results are not available. The erroneous results were reported out of the laboratory. Treatment was not initiated or withheld based upon the erroneous low results.